Manufacturer narrative:
(B)(4). Evaluation summary: the incident information provided by the reporter to abbott vascular, the manufacturing records/complaint history and the analysis of the returned product were reviewed. The reported soft tip tear was confirmed as the steerable guide catheter (sgc) was returned with the soft tip torn in two places with no missing material. The most probable cause for the torn soft tip on the sgc is a result of the clip getting stuck on the soft tip of the sgc during retraction of the clip delivery system (cds) through the sgc. During retraction of the cds, resistance was felt and slight force was necessary. Subsequently, the clip became hooked onto the tip of the sgc, which would have contributed to the soft tip tear. As part of the mitraclip manufacturing process, all devices are subject to visual and functional inspection to verify product quality. Review of the device history record confirmed this device passed all in-process and final inspections. There were no non-conformances issued for this lot that would have contributed to the reported event. The user also reported no issues during functional inspection of the sgc during device preparation, which is an indication that the device was functioning properly prior to use. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that during a mitraclip procedure, the steerable guide catheter (sgc) and clip delivery system (cds) were inserted into the left atrium. However, the clip could not be positioned to steer down to the mitral valve using the cds steering m knob as the clip had been advanced into the pulmonary vein due to a very small left atrium. It was not possible to gain space by pulling back on the sgc because it was already very close to the septum. It was decided to retract the cds until the clip was out of the pulmonary vein. While retracting the cds, resistance was felt and slight force was necessary. Subsequently, the clip became hooked onto the tip of the sgc. Force was used to push the clip off of the tip. The sgc and cds were removed from the anatomy. During removal, it was difficult to retract the clip into the clip introducer. After removal, the sgc tip and the cds clip introducer were noted to be torn. There were no missing pieces from the soft tip. Another sgc and cds were used. The mitraclip procedure was completed with the implantation of two clips reducing the functional mitral regurgitation grade from 3 to less than 1. There was no adverse patient effect or no significant clinical delay in the procedure due to the device issue. No additional information was provided. Although there was no adverse patient effect, the sgc is conservatively being reported as the tearing of the soft tip may result in detachment of the torn material and potential patient injury.

Manufacturer narrative:
(B)(4). Concomitant product: mitraclip system: clip delivery system, lift, support plate, stabilizer. The steerable guide catheter is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The clip delivery system referenced is being filed under a separate medwatch MFR number.